Manufacturer narrative:
This report is for an unknown cable wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Unknown date in 2021 without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient experienced increased pain, and abnormal radiographic evaluation indicating interval migration anterior cortex abutment of the proximal stem of the femoral component. On (B)(6) 2011, the patient had a revision right total knee arthroplasty to address failed right total knee arthroplasty. The surgeon reported finding bone loss at the distal end of the femur. The femoral component was noted to be grossly loose, implant/bone interface. The femoral stem was also noted to have subsided. Tibial component was well fixed. Cerclage wire was placed as a preventative measure, there was no fracture. On (B)(6) 2018, the patient had a revision of the right total knee arthroplasty to address aseptic loosening of the femoral stem with subsidence and pain. The surgeon reported finding a significant amount of wear-type debris, metallosis from a cerclage wire on the femur rubbing against the metaphyseal sleeve. During the procedure, the surgeon noted that the cerclage wire had penetrated through the distal femur and was rubbing against the metaphyseal sleeve. The cerclage wire was removed. No further information provided. This report is for one (1) unk - cable/wire: cerclage wire. This is report 1 of 1 for (B)(4). This complaint was created to capture the synthes device cerclage wire that was involved in (B)(4).